Event description:
A customer reported that during a procedure there was a problem with the foot pedal. There was no harm to the patient. Additional information has b een requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).